Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1620c93ee, serial/lot #: (B)(4), ubd: 21-mar-2020, UDI#: (B)(4). Product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 12-jun-2020, UDI#: (B)(4). Product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 18-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular chevar procedure. During the index procedure, it was reported the patient experienced a blood loss of 1500-1999cc's. The patient was treated with a blood transfusion. The event was assessed by the sponsor as having a causal relationship to the index procedure. No additional clinical sequelae were reported and the patient is fine. Medical history.

Manufacturer narrative:
Additional information. The site has updated its assessment of this event to having a causal relationship to the procedure and not related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the blood loss was due to diffuse bleeding under anticoagulation with heparin, aspirin and clopidogrel from all access sites. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the patient was also treated with a wound drain and compression. The site assessed the event as not related to device or procedure. If information is provided in the future, a supplemental report will be issued.